Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). The patient was treated with surgery (transvaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium'), uterine perforation ('perforation (uterus)') and pelvic pain ('persistent pelvic pain/pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2002, arteriovenous malformation in 2000, cholecystectomy in 1999, gravida, parity 4, fungal test positive, migraine headache, eczema, fatigue, inflammation, pregnancy, cholecystectomy and anesthesia. Previously administered products included for an unreported indication: eucerin and terazol. Concurrent conditions included hereditary hemorrhagic telangiectasia, vaginal yeast infection, vaginal itching, vaginal irritation, premenopause, right lower quadrant pain, back discomfort, shortness of breath, nose bleeds, migraine, epistaxis, obesity, menstruation abnormal, endometriosis, granulation tissue, offensive vaginal discharge, sickness, vomiting, diarrhea, heavy periods, uterine pain, deformity of spine, arthralgia, adenomyosis, scar, chromopertubation, abdominal adhesions and uterus enlarged. The patient also had a family history of hereditary hemorrhagic telangiectasia. Concomitant products included fexofenadine from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2016 to (B)(6) 2016, ketorolac from (B)(6) 2016 to (B)(6) 2016, lidocaine from (B)(6) 2015 to (B)(6) 2016, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced rash ("rash on hand"), 1 month 14 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). The patient was treated with surgery (hysterectomy,salpingectomy(bilateral removal of fallopian tubes) and transvaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, rash, dysmenorrhoea and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered depression, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder, pelvic pain, rash, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): angiogram - on (B)(6) 2016: evidence of 3 separate embolized pulmonary arterial venous malformations. Computerised tomogram thorax - on (B)(6) 2010: there is congenital scoliosis involving the upper lumbar spine, apex toward the left, with associated multilevel upper thoracic vertebral body fusion, butterfly, and hemivertebrae; in july 2016: revealed 3 coils in her right lung. Hysterosalpingogram - on (B)(6) 2009: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pelvic pain, rash, migraine and dysmenorrhea. Most recent follow-up information incorporated above includes: on 23-jul-2019: new pfs and medical record received. New events added: migration of essure device: myometrium/right coil appears to be embedded into the myometrium on the right side, perforation (uterus), abnormal bleeding (vaginal, (menorrhagia), depression, rash on hand, dysmenorrhea (cramping) and vaginal discharge. Event outcome of pelvic pain updated to recovering/resolving. Reporters, lab data and medical history were added. Concomitant drugs and concomitant conditions were added. Historical drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium nos'), uterine perforation ('perforation (uterus)') and pelvic pain ('persistent pelvic pain/pain/ chronic') in a 31-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2002, arteriovenous malformation in 2000, cholecystectomy in 1999, multigravida, parity 4, fungal test positive, migraine headache, eczema, fatigue, inflammation, pregnancy, cholecystectomy and anesthesia. Previously administered products included for an unreported indication: eucerin and terazol. Concurrent conditions included hereditary hemorrhagic telangiectasia, vaginal yeast infection, vaginal itching, vaginal irritation, premenopause, right lower quadrant pain, back discomfort, shortness of breath, nose bleeds, migraine, epistaxis, obesity, menstruation abnormal, endometriosis, granulation tissue, offensive vaginal discharge, sickness, vomiting, diarrhea, pelvic discomfort, uterine pain, deformity of spine, arthralgia, adenomyosis, scar, chromopertubation, abdominal adhesions and uterus enlarged. The patient also had a family history of hereditary hemorrhagic telangiectasia. Concomitant products included amoxicillin from (B)(6) 2015, fexofenadine from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2016, ketorolac from (B)(6) 2016, lidocaine from (B)(6) 2015 to (B)(6) 2016, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced rash ("rash on hand"), 1 month 14 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), depression ("depression/psych injury"), dyspareunia ("dyspareunia"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), abdominal pain ("abdominal, chronic"), hypersensitivity ("allergy"), menstrual disorder ("menstrual issue"), bladder disorder ("bladder /urinary") and urinary tract disorder ("bladder /urinary"). The patient was treated with surgery (hysterectomy,salpingectomy(bilateral removal of fallopian tubes) and transvaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, uterine perforation, dysmenorrhoea, rash, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal discharge, depression, dyspareunia, vaginal infection and anxiety outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, allergy insertion date discrepancy: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): angiogram - on (B)(6) 2016: evidence of 3 separate embolized pulmonary arterial venous malformations. Computerised tomogram thorax - on (B)(6) 2010: there is congenital scoliosis involving the upper lumbar spine, apex toward the left, with associated multilevel upper thoracic vertebral body fusion, butterfly, and hemivertebrae; in (B)(6) 2016: revealed 3 coils in her right lung. Hysterosalpingogram - on (B)(6) 2009: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pelvic pain, rash, migraine and dysmenorrhea. Lot number: 626800, manufacturing date: 2008-03, expiration date: 2010-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium nos'), uterine perforation ('perforation (uterus)'), pelvic pain ('persistent pelvic pain/pain/ chronic') and genital haemorrhage ('bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2002, arteriovenous malformation in 2000, cholecystectomy in 1999, multigravida, parity 4, fungal test positive, migraine headache, eczema, fatigue, inflammation, pregnancy, cholecystectomy and anesthesia. Previously administered products included for an unreported indication: eucerin and terazol. Concurrent conditions included hereditary hemorrhagic telangiectasia, vaginal yeast infection, vaginal itching, vaginal irritation, premenopause, right lower quadrant pain, back discomfort, shortness of breath, nose bleeds, migraine, epistaxis, obesity, menstruation abnormal, endometriosis, granulation tissue, offensive vaginal discharge, sickness, vomiting, diarrhea, pelvic discomfort, uterine pain, deformity of spine, arthralgia, adenomyosis, scar, chromopertubation, abdominal adhesions and uterus enlarged. The patient also had a family history of hereditary hemorrhagic telangiectasia. Concomitant products included fexofenadine from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2016, ketorolac from (B)(6) 2016, lidocaine from (B)(6) 2015 to (B)(6) 2016, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced rash ("rash on hand"), 1 month 14 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and depression ("depression/psych injury"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal, chronic"), hypersensitivity ("allergy"), menstrual disorder ("menstrual issue"), bladder disorder ("bladder /urinary") and urinary tract disorder ("bladder /urinary"). The patient was treated with surgery (hysterectomy,salpingectomy(bilateral removal of fallopian tubes) and transvaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, uterine perforation, dysmenorrhoea, rash, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal discharge and depression outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, depression, dysmenorrhoea, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, allergy diagnostic results (normal ranges are provided in parenthesis if available): angiogram - on (B)(6) 2016: evidence of 3 separate embolized pulmonary arterial venous malformations. Computerised tomogram thorax - on (B)(6) 2010: there is congenital scoliosis involving the upper lumbar spine, apex toward the left, with associated multilevel upper thoracic vertebral body fusion, butterfly, and hemivertebrae; in (B)(6) 2016: revealed 3 coils in her right lung. Hysterosalpingogram - on (B)(6) 2009: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pelvic pain, rash, migraine and dysmenorrhea. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events added: abdominal pain, allergy, psych injury clubbed with depression, bleeding, bladder disorder and urinary tract disorder. Reporter added. Updated outcome of events: abdominal pain, genital bleeding, allergy, bladder disorder and urinary tract disorder to recovered/resolved. On 3-sep-2019: no new information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium nos'), uterine perforation ('perforation (uterus)') and pelvic pain ('persistent pelvic pain/pain/ chronic') in a 31-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2002, arteriovenous malformation in 2000, cholecystectomy in 1999, multigravida, parity 4, fungal test positive, migraine headache, eczema, fatigue, inflammation, pregnancy, cholecystectomy and anesthesia. Previously administered products included for an unreported indication: eucerin and terazol. Concurrent conditions included hereditary hemorrhagic telangiectasia, vaginal yeast infection, vaginal itching, vaginal irritation, premenopause, right lower quadrant pain, back discomfort, shortness of breath, nose bleeds, migraine, epistaxis, obesity, menstruation abnormal, endometriosis, granulation tissue, offensive vaginal discharge, sickness, vomiting, diarrhea, pelvic discomfort, uterine pain, deformity of spine, arthralgia, adenomyosis, scar, chromopertubation, abdominal adhesions and uterus enlarged. The patient also had a family history of hereditary hemorrhagic telangiectasia. Concomitant products included amoxicillin from (B)(6) 2015, fexofenadine from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2016, ketorolac from (B)(6) 2016, lidocaine from (B)(6) 2015 to (B)(6) 2016, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced rash ("rash on hand"), 1 month 14 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), depression ("depression/psych injury"), dyspareunia ("dyspareunia"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), abdominal pain ("abdominal, chronic"), hypersensitivity ("allergy"), menstrual disorder ("menstrual issue"), bladder disorder ("bladder /urinary"), urinary tract disorder ("bladder /urinary") and device dislocation ("device dislocation"). The patient was treated with surgery (hysterectomy,salpingectomy(bilateral removal of fallopian tubes) and transvaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, uterine perforation, dysmenorrhoea, menstrual disorder, depression, dyspareunia, anxiety and device dislocation outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, rash, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, allergy reaction, migration and perforation. Insertion date discrepancy: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): angiogram - on (B)(6) 2016: evidence of 3 separate embolized pulmonary arterial venous malformations. Computerised tomogram thorax - on(B)(6) 2010: there is congenital scoliosis involving the upper lumbar spine, apex toward the left, with associated multilevel upper thoracic vertebral body fusion, butterfly, and hemivertebrae; in (B)(6) 2016: revealed 3 coils in her right lung. Hysterosalpingogram - on (B)(6) 2009: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pelvic pain, rash, migraine and dysmenorrhea. Lot number: 626800, manufacturing date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for events , vaginal discharge, pelvic pain, vaginal hemorrhage, menorrhagia and rash were updated to recovered. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium nos'), uterine perforation ('perforation (uterus)'), pelvic pain ('persistent pelvic pain/pain/ chronic') and genital haemorrhage ('bleeding') in a 31-year-old female patient who had essure (batch no: 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2002, arteriovenous malformation in 2000, cholecystectomy in 1999, multigravida, parity 4, fungal test positive, migraine headache, eczema, fatigue, inflammation, pregnancy, cholecystectomy and anesthesia. Previously administered products included for an unreported indication: eucerin and terazol. Concurrent conditions included hereditary hemorrhagic telangiectasia, vaginal yeast infection, vaginal itching, vaginal irritation, premenopause, right lower quadrant pain, back discomfort, shortness of breath, nose bleeds, migraine, epistaxis, obesity, menstruation abnormal, endometriosis, granulation tissue, offensive vaginal discharge, sickness, vomiting, diarrhea, pelvic discomfort, uterine pain, deformity of spine, arthralgia, adenomyosis, scar, chromopertubation, abdominal adhesions and uterus enlarged. The patient also had a family history of hereditary hemorrhagic telangiectasia. Concomitant products included amoxicillin from on (B)(6) 2015 to 2on (B)(6)2015, fexofenadine from on (B)(6) 2015 to on (B)(6) 2016, ibuprofen from on (B)(6) 2016 to on (B)(6) 2016, ketorolac from on (B)(6) 2016 to on (B)(6) 2016, lidocaine from on (B)(6) 2015 to on (B)(6) 2016, nsaids since on (B)(6) 2009 and paracetamol (acetaminophen) since on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced rash ("rash on hand"), 1 month 14 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), depression ("depression/psych injury"), dyspareunia ("dyspareunia"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal, chronic"), hypersensitivity ("allergy"), menstrual disorder ("menstrual issue"), bladder disorder ("bladder /urinary") and urinary tract disorder ("bladder /urinary"). The patient was treated with surgery (hysterectomy,salpingectomy(bilateral removal of fallopian tubes) and transvaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, uterine perforation, dysmenorrhoea, rash, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal discharge, depression, dyspareunia, vaginal infection and anxiety outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, allergy insertion date discrepancy: on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): angiogram - on (B)(6) 2016: evidence of 3 separate embolized pulmonary arterial venous malformations. Computerised tomogram thorax - on (B)(6) 2010: there is congenital scoliosis involving the upper lumbar spine, apex toward the left, with associated multilevel upper thoracic vertebral body fusion, butterfly, and hemivertebrae; in july 2016: revealed 3 coils in her right lung. Hysterosalpingogram - on (B)(6) 2009: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pelvic pain, rash, migraine and dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Lot number added. New event: dyspareunia, infection (bladder/urinary tract/vaginal): vaginal, mental anguish were added. Concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.